Manufacturer narrative:
The failure investigation has been performed and the alleged occlusion issue was verified in the pump logs; however, investigation could not be completed as an incomplete system was returned. Additionally, the battery issue could not be verified due to a different issue identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, the pump battery was intermittently observed to be depleting rapidly. The customer's blood glucose level was in the 100 mg/dl range. Reportedly, the customer resumed insulin delivery and continued to use the pump for insulin therapy.